Event description:
Add'l info received from MFR 12-26-02: no sample was returned for the co's evaluation and no lot number info was provided for a device history review. The instructions for use addresses the issue of drain placement and removal and warns that surgical removal may be necessary if the drain is difficult to remove or breaks. The labeling further recommends ways to avoid drain damage and/or breakage. No sample or lot number info was provided by the customer therefore, a failure investigation was unable to be performed. Info from the reporter stated that resistance was met during the initial removal process and the primary surgeon was called in to remove the drain by applying add'l pull force. The bond strength of the drain is tested at both the perforated area of the flat drain and at the bond of the flat drain to the tube. The break strength requirement is a minimum of 13.5 lbs. The values recorded by incoming quality assurance for the last seven lots of drains received exceeded the minimum strength requirements. The device is being retained by the user facility and will not be released for evaluation. The drain was inserted in 2002 and surgical removal of the retained drain was performed in 10/2002. It should be noted that this device is not considered an implant. There have been no design changes or modifications in the device since first marketed that may be related to the event including sterilization changes.

Event description:
Pt underwent a lumbar laminectomy with bilateral medial facectectomy and foraminotomy. 3rd postoperative day the drain broke on attempted removal by neurosurgeon at the bedside. Had to return pt to surgery to remove retained drain. This is the second occurrence with this same drain in less then 4 mos. Concerned about the increased risk to pt with return to surgery.